Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the catheter shaft was performed for cosmetic defects and none were found. The balloon was found to be burst in mid-section. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an endovascular aneurysm repair(evar) procedure, the equalizer balloon ruptured after multiple inflations in the moderately tortuous, severely calcified abdominal aorta. The procedure was completed with a equalizer balloon catheter. There were no patient complications reported and the patients status is good.

Event description:
It was reported that during an endovascular aneurysm repair(evar) procedure, the equalizer balloon ruptured after multiple inflations in the moderately tortuous, severely calcified abdominal aorta. The procedure was completed with a equalizer balloon catheter. There were no patient complications reported and the patients status is good.